Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot#f2101102 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 6f-7f mynx control vascular closure device (vcd) was ruptured during the preparation. The mynx vcd used in was used in a interventional peripheral procedure and a retrograde approach was used. The deployer was mynx certified. A unknown 6f sheath was used. The balloon was ruptured before the procedure. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel tortuosity was minimal, and the stick location was above the femoral head. Hemostasis was achieved by using another mynx device. The patient recovered after the event and patient was not hospitalized nor was patient¿s hospitalization extended. There was no reported patient injury. The device is expected to be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g6,h1,h2,h3 and h6. As reported, the balloon of the 6f-7f mynx control vascular closure device (vcd) was ruptured during the preparation. The mynx vcd used in was used in an interventional peripheral procedure and a retrograde approach was used. The deployer was mynx certified. An unknown 6f sheath was used. The balloon was ruptured before the procedure. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel tortuosity was minimal, and the stick location was above the femoral head. Hemostasis was achieved by using another mynx device. The patient recovered after the event and patient was not hospitalized nor was patient¿s hospitalization extended. There was no reported patient injury. The device was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis of the received device showed that button 1 and button 2 were not depressed with the stopcock open. The syringe was not connected to the device. The sealant remained in the manufacturing position. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water (mynx control instructions for use (IFU). The results revealed a leak in the balloon of the returned device. Per microscopic analysis, visual inspection at high magnification revealed a taper-to-taper tear in the balloon of the returned device, approximately 1 mm from the balloon proximal neck. A product history record (phr) review of lot f2101102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure -during prep¿ was confirmed during analysis of the returned device. The exact cause of the event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.